Manufacturer narrative:
Since the affected device was discarded, the evaluation was based on the assessment of pictures provided by the user. The abdominal aspect (pictures of the surgical intervention to treat the complication) two days after the endoscopic intervention shows a detachment of the clip and a necrotic appearance of the margins of the resection site. One could assume that the whitish margins indicate a transmural electrical damage. The pictures sent to us indicate indicate anastomotic failure at the resection site. The inspection of the production related quality records showed no abnormalities that indicates a product related defect. Therefore, it can be concluded that a procedural complication with multifactorial cause is very likely.

Event description:
Two days after a successful full-thickness biopsy in the stomach with the gdftrd, the clip lost its hold on the tissue, resulting in a perforation. The perforation had to be closed surgically. The patient recovered uneventful from surgery without any further treatment.